Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the active exhalation control module was found to be physically damaged. The device was returned to the customer unrepaired per customer's request.